Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with a driveline infection (dli) and pneumonia on (B)(6) 2023 followed by a possible transient ischemic attack (tia) on 05aug2023. Driveline wound cultures grew methicillin-resistant staphylococcus aureus (mrsa). Capillary transit time heterogeneity (cth) showed areas on encephalomalacia in the right parietal, temporal occipital as well as left occipital lobes. Treatment for both dli and tia included doxycycline 100milligrams twice a day. Patient symptoms included episodes of chills as well as pain, erythema, and increased drainage of driveline site. Other symptoms included a sudden onset left facial droop, left arm pronator drift, right hemianopsia and left neglect. Tia symptoms resolved within 1 hour. The patient continued ongoing antibiotics and daily dressing changes.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event of neurologic dysfunction could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The heartmate 3 lvas instruction for use (IFU) is currently available. Section 1 of this document lists potential adverse events, including driveline infection and other neurological events (not stroke-related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 also provides information on caring for the driveline exit site as well as controlling infection. The heartmate 3 lvas patient handbook, is also available. This document outlines care instructions in reference to preventing infection and provides suggested responses in the event of infection. Additionally, the handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. The relevant sections of the device history records for mlp-034240 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.